Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt presented in the ed with chest pains. Results (ng/ml): beckman result: 1.67, time: 1545 (lab), sample a. I-stat result: 0.07, time: 1547, sample b. There was no repeat on I-stat. Both samples repeated at 0750 (next morning assumed): lab result: 0.32, time: unk, sample a. I-stat result: 0.08, time: unk, sample b. The suspected discrepant results were released to a physician or caregiver. Based on the info available at this time, there were no injuries associated with this event.